Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, lab: 1.9. Date: (B)(6) 2011, inratio: 2.6. Date: (B)(6) 2011, inratio: 3.1, lab: 2.34. Lab draw done at same time inratio test performed.